Event description:
Incident reported as: staff found air leak in unit when attached to pt. Checked position of leak by clamping unit tubing at various points between the pt and unit and found leak came from the unit itself. No pt injury or medical intervention reported.

Manufacturer narrative:
Product was discarded because of contamination. Investigation is ongoing and a full eval of incident will be sent as soon as it is completed.